Event description:
Boston scientific received information that monthly follow-ups were recommended by a boston scientific technical services consultant for this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007. The device had a monitoring voltage of 2.57 volts, however it was unknown when the device reached middle of life 2 battery status. There was also a concern regarding long charge time measurements, however they remained within the allowed range. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information received indicates this device was explanted and successfully replaced. The device was discarded and will not be returned for analysis testing. There is no additional information available. If further information becomes available, this report will be updated.